Event description:
It was reported that the patient expired due to a biventricular event. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Manufacturer narrative:
UDI (di): (B)(4). The device was tested on the bench as well as using automated test equipment and no anomaly was found.